Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, neurostimulator: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator underwent a revision procedure after being unable to use the device due to a persistent red light on the remote and all impedances reading out of range. Prior troubleshooting, including switching programs, did not resolve the issue, and the device could not be turned back on. During the procedure, the tined lead was found coiled while still attached to the generator, suggesting that the device may have been flipped within the pocket. When the tined lead was connected to a stimulation cable, the impedances remained out of range. The physician proceeded to explant the lead and replace it with a new one, using motor responses to ensure appropriate placement. After connecting the new lead to the original generator, impedances were within normal limits and therapy was resumed. There were no patient complications.